Event description:
The time of event is during procedure. There was no report of patient harm. Video image failure(cloudy ).

Manufacturer narrative:
G4: this device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective lens cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the objective lens. In addition, our technician confirmed that the bending rubber worn out, the insertion flexible tube worn out, the distal body worn out, the light guide cable worn out, and the down pulley wire rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Manufacturer narrative:
Correction information: b4: date of this report. B5: describe event or problem. G6: follow up #1. H2:if follow-up, what type? Correction. There was a typo in some of b5: describe event or problem, which has been corrected.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (cloudy).